Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powers to the "verify" screen in accordance with normal operation. Black box shows two alarms on (B)(4) 2014. The battery compartment was intact. There was evidence of moisture contamination on underside of battery cap. See attached. Battery cap is able to fully tighten. A power loss was not observed. The pump was exercised for 24 hours. There were no power loss or battery related warnings were observed. The leak test passes. There was no evidence of additional moisture contamination inside the pump. Inspected battery terminal contacts, no evidence of intermittent contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.